Event description:
It was reported by service report that the fowler was leaking fluid onto the floor and was also stuck in a 30 degree position. No pt involvement or adverse consequences are reported.